Event description:
Device malfunction: stent partial deployment, stretched. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure of the left sfa, having heavy tortuosity at the bifurcation, the stent became partially deployed, stretched 15-20 mm in length, and remained in the anatomy. It was further reported that the lesion was a long 20-30 mm chronic total occlusion, and that the physician used the sds without a guiding catheter. The physician advanced the device using an up-and-over technique with a .014 wire, and a emboshield device when the stent unsheathed, deployed and became stretched within the lesion. The physician stated that the stent deployed without many 'clicks' of the thumbwheel and it did not seem to work, but the stent 'flowered' open and deployed. A total of 5 stents were used to tack up and embed the stent to the vessel wall. It was noted that the pt had good collateral flow and was doing fine during the procedure. No add'l info available.